Event description:
Mdt rep states that starting yesterday, the patient was having difficulty connecting to his ins with the communicator. Both lights are on the communicator. Rep states the communicator is charged, however when trying to connect to the ins, the screen will show a percentage and then stop. Patient was overheard stating they had 3 cts, 2 mris and something was "put down my throat". Caller then stated that the doctor "shocked his heart", but the ins was in MRI mode. Rep states this began yesterday and he was notified today. Caller reports patient's ins was low battery and was able to charged ins back up to 99%. Caller reports when he interrogated patient's device with his cp app, error code: 0x1775eca4 caller reports he is also seeing: therapy turned off. The neurostimulator cannot provide the requested therapy and turned off because stimulation settings are too high. Amplitude will be set to 0 for all programs in the active group. In the future, choose a lower amplitude, pulse width, or rate to prevent this from occurring. Amplitude to zero caller reports when he accepted the zero amplitude, it brought him back to the main interrogation screen. Re-interrogated ins, he is seeing a system error message and then back to find device screen. Re-interrogated ins again and same message occurred: therapy turned off. The neurostimulator cannot provide the requested therapy and turned off because stimulation settings are too high. Amplitude will be set to 0 for all programs in the active group. In the future, choose a lower amplitude, pulse width, or rate to prevent this from occurring. Amplitude to zero caller reports patient was in the hospital yesterday, patient might had a cardioversion done, patient do not remember and mdt rep unsure. Caller do not know if patient had stimulation on or off, caller do not have any information on the cardioversion or patient's parameter state during the time of cardioversion. Caller interrogated with patient's handset and shows: therapy off contact your clinician. Your therapy turned off automatically. Your neurostimulator cannot provide the requested therapy. If possible, reduce therapy settings before turning therapy on. Service code: 323 caller report he decreased the amplitude to 0.1ma, attempted to increased the amplitude and same message appeared on the handset. Reviewed error messages. Suggest investigating in patient's record from yesterday to confirm cardioversion was performed. Redirect caller to patient's hcp. Suggest send ins back if re-implant for analyze.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the difficulty connecting to the ins, system error and therapy showing it was off was not available. However another rep indicated that the patient had a cardioversion and then their internal battery was no longer working. The rep attempted to interrogate and recharge the device without success. The patient plans to have the battery exchanged. The device has not been returned as it is currently still implanted.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product type accessory product ID a71400 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating patient is working on scheduling an explant. The device has not been returned as it is currently still implanted.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product type accessory product ID a71400 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.